Manufacturer narrative:
(B)(4). Lens was not implanted; therefore, not explanted. (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
Customer reports during use; but prior to lens implant, that the leading haptic on 2 lens was protruding and twisting the wrong way from the distal tip of the injector before entering the patient's eye. Furthermore, the customer reported that there was approximately 4 minute delay to the procedure. No further information was provided. This report will capture 1 of the 2 lenses and a second MDR will be submitted.

Manufacturer narrative:
Device evaluation: the preloaded insertion system was received in its original folding carton. The plunger component was not observed in a fully advanced position. The cartridge was observed correctly engaged into the lower body of the pcb00 device. Visual inspection at 10x microscope magnification was performed. The iol was observed stuck at the cartridge tube and tip. The leading haptic was observed not folded. Part of the leading haptic was observed out of the cartridge tip. The trailing haptic was observed jammed and distorted. The reported issue was confirmed on the returned sample. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. The dfu adequately provide the customer with information on proper device inspection before use. Conclusion: as a result of the investigation, there is no indication of a product malfunction or a product quality deficiency. The reported issue was verified. All pertinent information available to abbott medical optics has been submitted.